Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual evaluation revealed implant collar fractured. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured.pre-existing condition noted on the per was 'moderate bone density - type ii'. The reported device was to be placed on tooth #15 (fdi). X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (63794511) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63794511) for similar events (complaint category keywords: fracture: implant and medical: bone loss) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction (fracture) did occur, and the reported event was confirmed.device malfunction of bone loss is non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported the implant collar in tooth location #15 fractured and was removed.pain, inflammation and bone loss were also reported.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email address unknown / not provided. Premarket identification k011028 and k013227.